Manufacturer narrative:
H.6. Investigation summary: one open 32g x 4mm pen needle sample and five photos were returned from lot. No. 8227636, cat no. 320136. Visual examination was carried out on the returned sample and photos and it was observed that the non-patient end of the cannula was broken. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. As the sample returned was open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that the non-patient end needle of the bd micro fine plus¿ insulin pen needle broke during use. The following information was provided by the initial reporter, translated from japanese to english: "the needle npe broke."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the non-patient end needle of the bd micro fine plus¿ insulin pen needle broke during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the needle npe broke."